Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the station screen went black. The customer reported that they had to access the medications from another station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a screen failure. A field service engineer discovered that the station was powered off, not booting, and displaying an error indicating an issue with the hard drive. The field service engineer opened the e drawer and found that the hard drive cable was not fully seated. The cable was reseated, tested, and the customer confirmed that the functionality was restored. The system functioned as intended after the technical support specialist repaired the device.